Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio replaced the main keypad assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed keypad assembly was further evaluated in the failure analysis center. The cause of the reported issue was determined to be external damage to the sync button, which shorted it out and caused several other keys to not have functionality.

Event description:
The customer reported that their device was unable to charge or deliver defibrillation therapy to a patient. The customer reported that when they arrived on scene, the patient was experiencing a full cardiac arrest and indicated that the response time was approximately 15-20 minutes due to the patient's rural location. The customer connected defibrillation therapy electrodes to the patient and their ECG rhythm did appear; however when the ems crew attempted to charge the device to deliver defibrillation therapy, the device would not respond. The customer did not believe that any of the buttons were responsive at the time. An AED (unknown brand) was also on-site and was attached to the patient which successfully delivered defibrillation therapy (unknown number of shocks). The patient was not resuscitated. The customer (ems supervisor) does not believe the reported failure to charge and deliver defibrillation therapy affected the outcome of the patient.